Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states there is a leak at the bifurcation. The catheter was placed on (B)(6) 2015 and removed on (B)(6) 2015. The indwelling time of the catheter is 1 year 11 months. There was no patient injury.

Manufacturer narrative:
A device history record review could not be performed because the lot number provided was an invalid lot number. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product sample consisted of one 14.5 fr palindrome with slots, heparin coating and anti-microbial sleeve catheter with signs of use. After a visual inspection, a hole was found on the joint of the catheter below the hub. During functional testing (underwater test), bubbles were detected coming out below the hub, from the lumen which corresponds to the arterial extension. The lumen corresponding to the venous extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for 1 year and 11 months. The device was more likely damaged during use. The most probable root cause can be due to improper use of cleaning agents. The lot involved on this event was manufactured before the implementation date of actions related to a corrective and preventative action. This event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.